Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test. Sensor failed per specifications. Also, we found a bent cannula. We were unable to confirm if customer received sensor in said condition due to customer returning it opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 95 mg/dl and the sensor glucose was 46 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returning for analysis.